Event description:
It was reported that the patient was urinating more since (B)(6) 2015 and wanted to bump up the stimulation. She was getting poor communication on the patient programmer when trying to increase stimulation and it would not do telemetry with or without the antenna. The programmer was not working and an adjustment could not be made with or without the antenna attached. They also spoke with a manufacturer representative (rep) on (B)(6) 2015 who was not able to help over the phone. The reporter got new batteries, but that did not resolve the issue. Upon return of the programmer, analysis found the telemetry board corroded. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0g10u, implanted: (B)(6) 2014, product type: lead. (B)(4).